Event description:
It was reported that the patient had a 3.5x15 xience v rx stent implanted in a de novo lesion in the mid right coronary artery (rca) on (B)(6) 2011. Two weeks later the patient began to experience constant migraines, and intermittent dizziness and intermittent tightness in the chest. Since the onset of these symptoms, two weeks post-implantation, the patient has been readmitted to the hospital for these symptoms 12 times and has had tests, including diagnostic revascularization to determine the cause of these symptoms, a bronchoscopy, and metal allergy tests, all of which have yielded negative results. Reportedly, the patient may be allergic to the everolimus drug on the stent. On (B)(6) 2011, a nitro drip, morphine, and dilaudid were administered to treat chest pain; the same treatment was administered for each hospital visit thereafter. The patient is currently taking 10mg prednisone 3x/day for potential allergy, and atacand and delautid for the migraines. The patient has requested information regarding potential allergic side effects to everolimus. Additional testing to determine the causes of these symptoms is in progress with a neuropathic physician and current cardiologist. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, additional information received as of (B)(6) 2013 indicated that the migraine pain is being relieved via administration of unspecified migraine medication via nasal catheterization. Additional information received indicated that no conclusive testing has been performed, the patient continues to be treated for migraines via medication administered by nasal catheterization, and a cause for the patient effects will not be further pursued by the patient at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, headache, and hypersensitivity (allergic reaction) are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.